Event description:
This report is to advise of an expired tactiflex catheter that was used in the patient. During an atrial fibrillation procedure, it was noted that the tactisys was not generating contact force. The tactiflex catheter would not display contact force while inserted in the patient. The tactiflex catheter was exchanged and the second tactiflex catheter continued with the same issue while in the patient. The tactisys was exchanged, and the procedure was completed with no adverse patient health consequences. It was noted that the second tactiflex catheter used in the patient was an expired device.